Event description:
The user reported that two probes would not cut during the procdure. As a result a pc tear occurred during the procedure. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. This report was mailed to FDA on: 06/17/2009.